Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the abbott next generation drug eluting stent 48mm instructions for use (IFU) as a known patient effect of coronary procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The abbott next generation des 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
Patient ID: (B)(6). It was reported that the procedure was performed on (B)(6) 2021, treating a target lesion in the mid left anterior descending (lad) artery. A 2.75 x 48 mm abbott ng stent was implanted. A dissection occurred and a 3.5 x 12 mm xience sierra stent was implanted as treatment. The patient was discharged to home one day post procedure. No additional information was provided.